Event description:
On (B)(6) 2012, the distributor contacted animas alleging that the keypad buttons are unresponsive. There is no additional information available at this time. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down arrow keypad button is intermittently responsive. There was evidence of keypad contamination found under the down arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.